Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose level was over 600 mg/dl. The customer stated that he had vomited earlier at home and on the way down to the hospital. The customer stated that he was stressing and had bad numbers in the morning. The customer stated that he was hospitalized due to high blood sugars and ketones. The customer stated that he was taken off food yesterday. The customer stated that he was treated with IV and insulin during the emergency room visit.